Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during a revision for the implantable pulse generator (ipg), the ipg had sensing difficulty and no telemetry. The ipg was removed and replaced. The atrial and ventricular leads both had unipolar impedence measurements that were higher than the bipolar measurements. Noise was observed on the ventricular lead. Suspected insulation issues on both the atrial and ventricular leads were noted. The patient's conditions makes replacement of the leads risky. The leads remain in use and are programmed bipolar monitor only. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.